Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the analyzer had a component failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer had a component failure. The analyzer was returned for service. No patient complications have been reported as a result of this event.